Event description:
It was reported that a wearable failure was reported. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the pediatric patient's sensor failed while he was at school, so his glucose was not monitored for a while and he experienced hypoglycaemia so the school workers called ambulance. At the hospital the patient was treated with insulin and was attached to fusion machine (not specified treatment and no information why insulin was administered during hypoglycemia). At the time of the report the patient was still at the hospital. He was sleeping a lot and weak, but more stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
Subsequent to the initial MDR, additional information was provided on 04/10/2025. A correction is also required. On (B)(6) 2025, the pediatric patient's sensor failed while he was at school, so his glucose was not monitored for a while and he experienced hypoglycaemia so the school workers called ambulance. It was reported that the patient was discharged from the hospital on (B)(6) 2025.

Manufacturer narrative:
(B)(4). B3 date of event - correction. B5 describe event or problem - correction/additional. H2 correction/additional information.